Event description:
Caller reported that t:slim x2 pump battery would not charge. Blood glucose level was not adversely impacted. Caller resolved the issue by using a different wall adapter, and a replacement tandem wall adapter was sent via two-day shipping.